Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was to be used during a procedure on (B)(6) 2017. According to the complainant, while removing the stent from packaging, it was noticed that the stent was broken in half. The procedure was completed with another polaris¿ ultra ureteral stent. There were no patient complications reported as a result of this event.